Event description:
It was reported that the user experienced a hypoglycemic event and then received an alert to change insulin supplies due to an expired infusion set. Symptoms included low blood glucose to 53 mg/dl with an approximate duration of 45 minutes. Outcomes included self-treatment with oral glucose tablets and grape juice, with recovery to 89 mg/dl and return to range, without hospitalization. Investigation included troubleshooting and education, including guidance to change the infusion set. Investigation of this case revealed no confirmed device malfunction, and the cause of the hypoglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the event had an undetermined cause. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.